Manufacturer narrative:
A visual examination found that the device returned fully deployed. The clip assembly was not received for analysis. Additionally, the control wire was separated as per design. The condition of the returned incident device was not consistent with the complaint that the clip assembly was difficult to release from the delivery catheter. The evaluation revealed that the device returned fully deployed with the clip assembly separated from the catheter. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2012-05442, manufacturer report # 3005099803-2012-05443 and manufacturer report # 3005099803-2012-05444 address these devices. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2012. According to the complaint, during the procedure, the first resolution clip (mr # 3005099803-2012-05442) was locked onto the tissue and deployed, but it failed to release from the delivery catheter. The physician was able to manipulate the clip off of the catheter, and it fell off into the patient in a closed state. Two additional resolution clip devices (mr#3005099803-2012-05443 and 3005099803-2012-05444) were used, but a similar issue occurred; the two clips were difficult to release. The physician was able to manipulate the clips off of the catheter, and they fell off into the patient in a closed state. The procedure was completed using a fourth resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2012-05442, manufacturer report # 3005099803-2012-05443 and manufacturer report # 3005099803-2012-05444 address these devices. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2012. According to the complaint, during the procedure, the first resolution clip (mr # 3005099803-2012-05442) was locked onto the tissue and deployed, but it failed to release from the delivery catheter. The physician was able to manipulate the clip off of the catheter, and it fell off into the patient in a closed state. Two additional resolution clip devices (mr#3005099803-2012-05443 and 3005099803-2012-05444) were used, but a similar issue occurred; the two clips were difficult to release. The physician was able to manipulate the clips off of the catheter, and they fell off into the patient in a closed state. The procedure was completed using a fourth resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The reported event of clip difficult to release from catheter. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.